Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra2 meter is reverting into the setup mode. A no response letter was sent to the patient since the patient could be contacted via phone to clarify information obtained from the initial call. The "meter reverting to setup mode" began six days prior at 9 am. Sometime in 2009, the patient reportedly developed "high blood sugar symptoms." It is not known if the patient was able to obtain any blood glucose readings during the aforementioned time frame. Allegedly, the patient did not take any action in regards to diabetes treatment and did not receive any medical intervention due to the reported issue. The patient did not test on any other meter at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was resolved with troubleshooting. This complaint is being reported as MDR reportable due to the following conclusions: the patient claimed that she developed "high blood sugar symptoms" after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.